Event description:
During a centrimag case, it was reported that the physician was performing a biventricular assist device change out in the operating room and after approx 1 minute of a 2 liter flow on the newly primed rvad, the flow dropped to below 1 liter and was not able to sustain appropriate flow for the pt. Under the physician's direction, the perfusionist assisted the physician in changing back to the original circuit, pt lines, head, console and motor, and initiated the rvad again. On the original circuit the perfusionist reportedly experienced the same issue and explained this to the physician. During this time the pt's pressure had dropped. After this occurrence, it was reported that the perfusionist tested the newly primed circuit, placing the lines under water, and found it to function normally. The physician was notified and made aware.

Manufacturer narrative:
The primary console has not been returned to the MFR; however, the associated motor in use during this event was received for eval. No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.